Manufacturer narrative:
Additional information was added to h6, h10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was damaged, "which did not allow closure of the transfer line". This was observed during an unspecified process step of peritoneal dialysis therapy. The transfer set was used for 4 months. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.